Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments tube extensions pad printing was removed. There was pad printing removed in various places along the tube extension, one of them measuring approximately .091 x .351. Failure analysis investigation concluded that the pad printing removal damage was likely due to mishandling/misuse. Failure analysis investigation also found the instruments tube extension was cracked. The tube extension was dislodged from the main tube. When material was pressed down there appeared to be no missing material. Failure analysis investigation concluded the cracked damage was likely due to mishandling/misuse. The instruments main tube had a small fissure in the axial direction, located directly below the tube reinforcement ring. The location of fissure is in an area that is not protected by tip cover. Failure analysis investigation also found the instruments flush tube was kinked. The housing was removed to find the flush tube exhibiting a kink in the backend. The kinks occurred prior to the flush tube entering idler block. The kinks can restrict fluid flow, preventing proper flushing of instrument. No other damage was found.

Event description:
It was reported that during a da vinci surgical procedure, it was noted that the orange sticker was peeling off of the monopolar curved scissors instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.